Event description:
It was reported that the clinician was working on the patient's av fistula. The physician removed the pt-65709-w and pt-03000-rw from the packaging. It was then assembled and flushed. The physician then demonstrated the unit to a new technician and turned on the device. The device worked properly. The md then threaded the catheter over the wire in place within the fistula, pushed the tip into the sheath and in position for rotation. He began rotating the device and saw on the x-ray monitor the device was not working correctly. The physician removed the device from the sheath and the tip was missing from the basket but was connected to the wire. As a result, the procedure was completed with embolectomy balloons. There were no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.